Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: remains implanted.

Event description:
It was reported the patient was enrolled in a clinical study and underwent a wound irrigation one day post-implantation due to bleeding from the wound and a hematoma.